Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter zip code: (B)(6). A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 pen ndl 32g 4mm pro needle was unable to deliver insulin or medicine. The following information was provided by the initial reporter: the user reported that some needles used which the drug did not come out.

Event description:
It was reported that 1 pen ndl 32g 4mm pro needle was unable to deliver insulin or medicine. The following information was provided by the initial reporter : the user reported that some needles used which the drug did not come out.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 7/22/2021 h.6. Investigation: one open 32g x 4mm pen needle sample and two photos were returned from an unknown lot. No., cat. No.320559. Visual examination was carried out on the returned sample and photos and a broken non patient end of cannula was observed. Due to the condition of the returned sample no clog testing could be carried out. No DHR review can be carried out as lot number is unknown. As the sample was returned open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h.10.